Event description:
The manufacturer received information alleging a ds2adv auto CPAP "unit not working properly". There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customers complaint was replicated. No error codes were recorded in the device event log. In addition, burned pca was observed. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.